Manufacturer narrative:
(B)(4). Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # h90e9w. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: the threaded stud is still on the device but the housing of the device is broken/cracked and the internals can be seen. The device cracked when the nurse was trying to disassembly the connection between hand piece and disposable, like in the normal practice.

Event description:
It was reported that after a laparoscopic lower anterior resection procedure, after the procedure during the disassembly connection between ace36e and hp054, the hp054 was broken. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # h90e9w. The handpiece was received disassembled with the nose cone detached returned. The nose cone was cracked. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The instrument was disassembled to inspect internal components. Moisture evidence was found and the acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torqueing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. ¿moisture evidence¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.